Event description:
The customer states that one patient's initial architect i2000sr prolactin assay result was greater than 200 ng/ml. The sample was then run at a 1:10 auto-dilution and generated a final result of 93.5 ng/ml. The customer tested the sample a third time and generated a final result of 176 ng/ml. The sample was then tested with another methodology and generated a result of 170 ng/ml. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.